Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the scale print of a bd insulin syringe with the bd ultra-fine¿ needle was missing. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: two investigations were carried out. First investigation summary: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 7058745. Customer states that the scale print is missing and the needle bent before injection. The syringe was returned with the hub-needle/shield assembly separated from the barrel. The barrel was examined and exhibited a damaged barrel tip and no scale print on the barrel. Sample was forwarded to manufacturing (holdrege) on (B)(6) 2018 for further review. Second investigation summary: on (B)(6) 2018, holdrege received one (1) 0.3ml, 8mm, 31g syringe in an opened polybag from batch# 7058745. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause for the hub separates appears to be a damaged syringe tip, which would not have allowed proper assembly of the hub assembly onto the syringe barrel. For the missing print, it is likely that there was either an adulterant or static along the outside of the barrel causing ink impermanence. No visible substances, other than some smeared ink, were noted along the exterior of the syringe barrel. Capas (B)(4) was initiated by the holdrege plant to address hub separates ((B)(4)) and print related defects ((B)(4)), and their respective associated root cause(s). Batch # 7058745 was manufactured prior to implementation of corrective/preventive actions associated with either CAPA. As per manufacturing, a review of the device history record was completed for batch # 7058745. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200688834, 200688406] noted that did not pertain to the complaint. There was one (1) notification [200688356] noted for damaged tips. There was one (1) notification [200683852] noted for blank barrel. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for scale print missing and the 1st related complaint for needle bent before use on lot # 7058745. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing scale print and damaged barrel tip). Possible root causes for missing scale markings include: damage to the pad. Print drum not touching the pad for ink transfer. Pad heat set incorrectly. Print head timing out of adjustment. Possible root causes for the damaged barrel tips: packed in the carton incorrectly. Conveyance of syringes to the packaging equipment (pea-shooters) has the potential to bend barrel tips. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.